Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/18/2014 with the following findings: there was no evidence of short battery life or excessive battery usage observed in the black box data. The threads of the returned battery cap were observed to be damaged; this device failure is unrelated to the reported issue. The battery compartment was found to be intact. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). Evaluation revealed that the pump drew electric current at levels within the specifications: the reported battery-life issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that frequent low or replace battery alarms were occurring more frequently than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.